Event description:
The user facility reported that the physician inserted a camino catheter into a patient, but could not get the device to zero. The monitor displayed three hash marks. Another catheter was used, from the same lot number and would not zero. The devices are being returned for evaluation along with unused devices for a total of six devices in all. This incident is related to incident 2023988-2006-00055.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.